Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the reported event, the overlay was cracked. It was also noted that the power cord door was damaged at the strain relief.

Event description:
It was reported the programmer has a broken/cracked screen. The programmer was returned for repair. No patient complications were reported as a result of this event.